Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. No trouble was found with either device that would have caused or contributed to the reported issue. However, the coagulator required servicing/repairing and generator was upgraded/updated. Finally, no anomalies were found in the device history records (dhrs) for the apc and esu. Based upon past reports, it appears that the patient's condition was a significant factor in the event. That is upon argon plasma treatment in a thin walled area (i.e. The cecum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-000) was used in a colonoscopy to treat arteriovenous malformations (avms). The settings for the erbe apc/esu system were apc pulsed, effect 2 at 20 to 25 watts. The patient woke up at night with bleeding and a perforation was discovered. The patient was given a transfusion and surgery was performed to address the perforation.